Manufacturer narrative:
(B)(4) tech service found the alarm sound stops intermittently due to defective soldering of the buzzer . Covidien reference number: (B)(4).

Event description:
Covidien received info that this n85 capno/oximeter alarm had no audio sound during the power on self-test and no pulse tone during testing of saturation of peripheral oxygen (spo2). The failure happened when the device was not being used on a pt.

Manufacturer narrative:
Pending evaluation of the unit. (B)(4).